Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no confirmed adverse impact on the customer¿s blood glucose level, as the pump screen was dark and would not turn on, leaving bg levels unverified. The customer reverted to an alternate method of insulin therapy.